Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasions were noted at 5.5-6.2cm and 7.0-7.3cm from the connector pin, consistent with lead friction to the ICD can. A fracture of the sensing coil was noted at 5.9cm from the connector pin consistent with fatigue.

Event description:
This report is to advise of an event observed during analysis.